Event description:
It was reported that the patient had ventricular tachycardia (vt) that was double counting r waves and resulted in ventricular fibrillation (vf) versus vt treatment. The parameter on the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.